Event description:
The customer reported that while the iabp was in use on a pt, they were experiencing low helium after switching out three bottles in approximately a 24 hour period. Customer felt confident that the tanks had been switched properly with the assistance of the anesthesia department. The pt was not switched to another iabp as suggested by the company rep, but therapy continued. No pt injury was reported.

Manufacturer narrative:
The company rep reported that the customer stated there was no need for a (B)(4) rep to visit their facility since they are not covered under a service plan and the issue has been resolved. The customer was contacted few times for the evaluation date and results. On (B)(4) 2014, the customer reported that the date of resolution could not be recalled but they have extra helium tanks in their storage area. In conclusion, the evaluation was not performed by (B)(4) rep and the resolution of the issue cannot be confirmed. (B)(4).